Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported that weight was unknown. The cause of feeling stimulation when turned off was not determined. The patient was advised by physician to turn off stimulator off for a couple of weeks and recheck logs/symptoms. The issue has not yet been resolved and the rep plans to meet with the patient and check logs. On (B)(6) 2025 the rep called back to report the patient has kept a diary over the past few weeks and has had stimulation turned off (confirmed in stimulation diary) but is still getting a stimulation sensation at one point each day, typically when sitting. Rep reported they had confirmed therapy is off with the patient. Rep plans to have the patient speak with their physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The caller reported since the implant, the patient has been feeling stimulation on when they turned stimulation off. The caller reported they had it off for a couple of hours and at night. The caller reported while sitting on a chair, they feel stimulation on when therapy has been turned off. The caller reported no adaptive stimulation was programmed; the patient was getting good pain relief coverage and normal impedance reading. While troubleshooting performed, with stimulation turned off, palpating the area, patient felt stimulation when ins was turned off. Patient is currently sitting on a chair with backing; patient feels stimulation without palpation. Caller reports patient had turned stimulation to 0ma and off, patient continues to feel stimulation in her back, leg, all over the area. Suggest deleting all groups and have patient observe if she continues to feel stimulation without any settings. Reviewed ins might be hitting a nerve. The patient redirected the caller to the patient's hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Technical service specialist sent email to medtronic rep. To follow up on request for information. Patient called back and ask if they received a device that was returned in service. Patient said the handset and communicator came together in one package. Agent reviewed information. Patient mentioned the handset and communicator and issue.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that pain at the ins site and paresthesia down legs when battery was off were reiterated. The device was removed. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep called back because patient (pt) is having the same issue. Pt has had stimulation turned off (confirmed in stimulation diary), but is still getting a stimulation sensation. Rep states they had confirmed therapy is off with the tablet. Doctor requested that mdt engineering look at the event logs. Rep will email mdt file. Additional information was received. Rep reported the patient has not had any falls or trauma and there have been no lead migrations. Rep also confirmed that the ins was secure in the pocket site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back and repeated previously documented information. Patient noted they are scheduled for implantable neurostimulator (ins) removal on (B)(6); however, they feel the issue may be related to their handset. Patient described that even with the handset, communicator, and stimulation powered off the batteries still deplete; agent reviewed information. Patient also stated that they had seen on their handset that it was a version a9 and they looked that up and saw it was from 2017 and support for that model ended in 2022. Agent had patient access settings, which displayed a10e. Agent also had patient restart handset and patient confirmed model a10e displayed. Patient commented they are getting stimulation most of the day, every time they sit down it starts, and if they happen to walk by the phone is zaps them. Agent attempted to clarify if patient was stating they would suddenly feel the stimulation when walking by the handset/communicator and patient indicated no, but that they were constantly zapping. Patient also added they have seen the bluetooth indicator come on the communicator when the handset is powered off; agent reviewed information and walked patient through powering off communicator. Agent reviewed that it was highly unlikely that the issues patient has been experiencing are related in any way to the handset; however, patient insisted they had seen model a9 and requested a new handset be sent to confirm it was not related, prior to ins removal. Agent sent request to repair for replacement handset. Patient mentioned previously documented information regarding problems due to their induction range and stated they got a new stove and that resolved. Patient called back and repeated previously documented information. Patient mentioned when they start using the recharger they got a message asking about the serial number of it, if it was the same or not. Patient not aware what was the app they were using when they received the message. Agent walked the patient through on how to recharge the ins to see if the message showed up but wasn't able to see the message yet they excellent quality and the recharger was at 90%. Patient mentioned they were trying to turn on the stimulation. Patient opened the mystimrc app but no device found. Agent had the patient to reset the communicator, closed all apps on their handset. Patient mentioned they got a message about the serial number but it was not for the recharger. Agent reviewed that the serial number was for their ins. Agent confirmed that it was the same serial number and patient press yes to confirmed and was successfully get in to turn on the stimulation. Manufacturing representative (rep) called and mentioned the pt decided to get ins removed, but healthcare provider (hcp) decided to keep in leads if possible. Pt wanted to maintain leads, but exchange ins for the next generation of ins because they believed the ins did not work and the ins was faulty. Manufacturing representative (rep) was wondering if there was a part of accessory that could be used to cap and internalize the proximal end of the lead.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product:977119, s/n: (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Visual examination revealed a punchout hole in the #2 setscrew grommet; however, testing of the programmable features and output ranges determined that the implantable neurostimulator (ins) was functioning normally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported agent discussed case with engineering and did not find anything remarkable about the data sent in. The type of data had a limited ability to explain therapy issues and why the patient was feeling stimulation when stimulation was turned off. It was notable the patient used such low intensities. Additional information was received, it was reported the patient was having their ins system explanted in september.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.